Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was done tha on (B)(6) 2011. The revision surgery with v40 head and liner was done on (B)(6) 2014, because a cup and a head were recurrent dislocated. The stem and cup was not replaced. During the revision surgery, a black material was attached at the junction of the head and stem neck.

Manufacturer narrative:
An event regarding dislocation and corrosion involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The head was inspected with the aid of a stereomicroscope at magnifications of up to 50x. Dark adhered debris and surface texture variations were observed in areas of the taper and distal taper rim. Note by investigator: there was some scratching and marking observed near the taper area and on the articulating surface, most likely due to explantation damage and in vivo service. Dimensional inspection: the device is dimensionally within specification. A material analysis has been performed. The report concluded: areas of the femoral head taper and distal rim surfaces contained in dark adhered debris and surface texture variations consistent with a mechanically assisted corrosion process. The debris composition was consistent with a corrosion product. No material or manufacturing defects were observed on the devices examined. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is noted that metal degrades through mechanical processes and/or electrochemical processes (corrosion) and the occurrence rate of neck/head taper corrosion discovered on revision of primary total hip arthroplasty for risk management purposes is common.

Event description:
It was reported that the patient was done tha at (B)(6) 2011. The revision surgery with v40 head and liner was done at (B)(6) 2014, because a cup and a head were recurrent dislocated. The stem and cup was not replaced. During the revision surgery, a black material was attached at the junction of the head and stem neck.